Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed a speaker malfunction inop and produced no sound. No patient involvement.